Event description:
It was reported that the catheter was received damaged, the shipping tubes were broke in half. Customer indicated that the box looked like it was torn and re-taped by fedex. There were no patient complications.

Manufacturer narrative:
One model no. 120806f atrial embolectomy catheters were received, inside one rectangular box, along with the original bent triangular shipping box. The catheter was received in a broken shipping tube. The gray shipping tube was broken at 22.5 cm distal of the clear adaptor. The broken tube appeared to match up with the bent region of the triangular shipping box. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The product sterility had been compromised. Catheter was removed from the tube and found to be kinked at 37 cm area. There were no other visible inconsistencies observed. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.